Manufacturer narrative:
Based on the provided data/information a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The customer is complaining of a difference between the tnths (18 minutes) application of the assay and the tnthsst (9 minutes short turn around time) application of the assay. The initial tnths result was 33 ng/l. The repeat results were both 30.7 ng/l. The initial tnthsst result was 40.2 ng/l. The repeat results were 30.7 ng/l and 32.0 ng/l. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).